Event description:
On 1/31/97 crew arrived on scene to find a male age 45 in cardiac arrest. No excessive hair, not diapheretic. Crew attempted to apply defib pads and they would not stick. They were able to apply a second pair and while transporting the pt and were able to shock 2 times. The pt was pronounced at the hosp. Crew feels this did not have any effect on pt outcome but the dr at the hosp feels it did.